Event description:
It was reported that the customer had dropped the insulin pump and after installing a new battery, the pump will not turn on. Customer reported there was physical damage on the pump. No further information reported.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty x1 mother board. The device was received with minor scratched display window. The device was received with a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.